Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not well windowed and had an issue with the packaging information. There was no patient injury.